Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the insulin pump noted and the blood glucose readings registered properly in the daily history noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had an error alarm and would no longer connect to the transmitter. Blood glucose level at the time of the incident was not provided. Caller also reported that a power loss alarm was listed in the device history. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.